Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the charger/modem indicated a problem. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. As rec'd, the q1 transistor base and collector were shorted in the battery circuit on the bedside board. The cause of the shorted q1 transistor base and collector cannot be positively identified. No adverse event resulted from the damaged transistor. The pt rec'd a replacement charger/modem.